Event description:
It was reported that error 1720 occurred. There was patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It was stated that error 1720 occurred, and the reported issue was confirmed. The root cause of the event was an anomaly in the component (a backup capacitor), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed. The service history review identified one (1) repair request in the past one year. The most recent repair request was made on 2024-sep-17 (ro#(B)(4)).